Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 83 mm abdominal aortic aneurysm. It was reported that during the index procedure, the patient had a large aneurysm with minimal neck below renals artery. The physician then decided to perform bilateral chimneys for this procedure. Final angiogram was performed, where it was noted what appeared to be a gutter leak. An angiogram was performed about 6 weeks later and it was determined the patient had a type 1b endoleak from the right limb etlw1620c146e (B)(4). Intervention was performed for the ib endoleak where another endurant limb etlw1620c156e was implanted down to the right hypogastric artery. This resolved the ib endoleak. As per the physician there appeared to be no gutter endoleak present. As per the physician, the cause of the gutter endoleak event was anatomy related due to a short aortic neck below the renals artery. The physician stated the reason for the ib endoleak was due to not having enough graft in the right iliac artery no additional clinical sequalae were provided and the patient is fine.